Event description:
It was reported to philips that the wireless footswitch was not responding anymore despite having been fully charged. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue during the diagnosis procedure and the procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the problem with wireless connection. Upon troubleshooting actions, fse identified that the base station indicator was in error state, the wi-fi indicator on the footswitch was off and although the battery indicator was green, which indicates that there was an error in the wireless connection. The root cause of the failures in the wireless footswitch and base station could not be definitively identified through the supplier's part analysis; however, it was noted that four mounting brackets were missing from the base station, the anti-slip components were absent from the wireless footswitch, and the brackets were loose. Fse replaced both the wireless footswitch and base station. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.